Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the acetabular liner would not lock into the acetabular cup. Another acetabular cup and liner were used to complete the procedure; however, a one hour delay occurred as a result.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results, which was unknown at the time of the initial medwatch. Device was manufactured prior to a change that added a dimensional check for the spherical radius location.